Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"This patient had previously undergone aequalis reverse surgery and the date of the initial surgery is unknown. (B)(6) 2019: after surgery for aequalis reverse, examination revealed a suspected infection in the affected area and a reoperation was decided. Surgery was performed on (B)(6) 2019. After incision of the affected area, washing was performed and the surgery was completed. There was no removal or replacement of implants."